Event description:
It was reported that a novum iq large volume pump had under-infused during patient infusion with heparin. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: a review of the event history log showed the drug heparin was selected on the event date. No further parameters could be corroborated as they were not provided by the customer. Several downstream occlusions occurred on the event date. There was no secondary infusion programmed on or around the event date. The pump was not placed into standby mode. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.